Manufacturer narrative:
Section a3;a4: patient gender and weight were requested but not provided. Manufacturer's investigation conclusion: the reported event of the battery contacts being damaged was confirmed via evaluation of the 14 volt lithium ion battery (serial number: (B)(6)). Visual inspection of the returned battery revealed that a redundant power contact had a hole and that the battery contacts were corroded; the damage on the metal contacts is consistent with an electric short occurring. The battery fuel gauge was interrogated and the battery parameters corresponded to a normal functioning pack. The battery was functionally tested with a test battery clip, a test system controller, and a mock circulatory loop and a power cable disconnect alarm activated when the battery was manipulated by hand; the alarm is consistent with the damage on the battery contacts. The provided information indicated that the battery may have gotten wet prior to being inserted in the ubc causing the reported event. There was no conclusive evidence of fluid ingress on the battery or contacts. The root cause of the reported event could not be conclusively determined through this analysis. The 14 volt lithium ion battery assembly is manufactured by the vendor who maintains the device history records. The 14 volt lithium ion battery was shipped to the customer on 03oct2021. The heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and the heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v battery clips and 14v batteries. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight and gender were not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's battery was burned at the bottom; it was believed that the battery was wet when it was placed into the universal battery charger (ubc) charging slot which caused an electrical short. The ubc had a red alarm on the charging slot. A new ubc and battery were given to the patient. Universal battery charger MFR#: 2916596-2021-06715.